Event description:
Shock delivered notification was received on the customer support helpline queue. Customer care spoke with patient's emergency contact who confirmed therapeutic shock. Additional info not available. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.